Event description:
American catheter corp. General mgr (B)(4) received a call from (B)(6) stating he had received 20 units of the american catheter 9100 (lot 14101601) and of those 20 units, 11 were not sealed.

Manufacturer narrative:
American catheter corp requested that the unsealed units be returned to the company for evaluation. (B)(4) replacement units were shipped on (B)(4) 2015. Per (B)(6), the devices were found to be unsealed upon opening the exterior shipping box. Upon inspection, it was obvious the product was not sealed during the manufacturing process. American catheter corp has changed its policies/procedures to include a seal verification prior to shipment to the user facility. American catheter corp determined that this event did not pose an unreasonable risk of harm to the patient because user is unlikely to use device because defect is highly detectable and it would be reasonable to assume that the device is checked prior to use in the operating room.